Manufacturer narrative:
A complete lead measuring 58.4 cm was returned for analysis. Final analysis was normal, no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2017. Upon interrogation of the pulse generator, loss of capture was noticed on the right ventricular lead. During the device check prior to procedure to reposition the lead on (B)(6) 2017, loss of capture was also observed on the left ventricular lead. A chest x-ray confirmed both leads were dislodged due to the patient having twiddler¿s syndrome. The patient was asymptomatic to the dislodgement and the loss of capture. The leads were explanted and replaced. During the procedure, the physician attempted to connect the pulse generator to the new right ventricular lead, but was unable to as the header to the pulse generator appeared to be damaged. The pulse generator was explanted and replaced. The patient was fine post procedure.